Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot#: va1eakv, implanted: (B)(6) 2017, product type: lead. Product ID: 3387s-40, lot#: va1bgd0, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 11-oct-2019, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 24-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is doing better with deep brain stimulation therapy turned off versus on. Patient has been reprogrammed multiple times, however, issue has not resolved. MRI was performed and leads are misplaced according to neurology.